Event description:
Per complaint (B)(4), a dental implant's screw fractured during initial placement as the implant was being tightened. The implant was removed within the same visit. No adverse patient consequences were reported.